Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. Customer stated the meter read 700 mg/dl and had been reading high for 3 weeks since then. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.